Event description:
Customer reported the insulin pump alarmed motor error. Customer attempted to resolve the issues by changing the infusion set and the device alarmed compromised force sensor system. Blood glucose was 130 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. Drive support cap was reported normal. Customer called back and stated he was able to rest the device and stated he was going to continue use of the device even though he was advised not to. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.